Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of nasal/throat irritation or soreness. The patient also alleged of having nasal/throat irritation or soreness, eye irritation, nodules on throat. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. The patient also alleged of having nasal/throat irritation or soreness, eye irritation, nodules on throat. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: unknown white, and tan contamination (dust-like), at the air inlet of the blower box. Unknown white, contamination (dust-like), in the iso port (international organization of standardization.) Dust-like contamination on top and bottom of the blower motor and the blower motor seal. Potential mineral deposit spots on the top and bottom of the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. Light unknown tan dust-like contamination in the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Pil used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil was not able to confirm the complaint or address the symptoms specified. Pil was unable to get care orchestrator information from device. Review of the device log showed: -errors logged: 0 errors were logged. The device's downloaded event log was reviewed by the manufacturer and found 0 error. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.

Manufacturer narrative:
Additional information was received on 26 aug, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation or soreness. The patient also alleged of having nasal/throat irritation or soreness, eye irritation, nodules on throat. There was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected.